Event description:
Healthcare professional reported left sided rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Staff reporting a left sided rupture. Device has been explanted.

Event description:
Healthcare professional reported, left sided rupture. Device has been explanted.

Event description:
Healthcare professional reported left sided rupture. Device has been explanted.

Manufacturer narrative:
E1 zip code continued: sl4 3sj. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed on the device. Additional observations: deformation is observed. Yellow particles are observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d6b, d9, e1, e3, h3, h4, h6.